Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00120: head, 3025141-2020-00121: neck.

Event description:
An arh slide-loc radial head replacement system was implanted in the patient in 2017. At some point post op, the head/neck dissociated from the stem. The system was explanted on (B)(6) 2020.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00120 follow up 1: head. 3025141-2020-00121 follow up 1: neck.